Event description:
The customer reported via phone call that the insulin pump alarmed no delivery and motor error alarms. The customer stated that she received the motor error alarm for the first time one month prior to the call and then again on the day of the call, along with the no delivery alarm. The customer's blood glucose was 500 mg/dl due to her not receiving insulin as a result of the no delivery alarm. She did not recall what led up to the first motor error alarm. The customer did not observe any significant events leading to the most recent alarms. The customer was able to complete the rewind sequence. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.